Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed with a watchdog anomaly. The customer cleared the alarm, primed, and rewound the insulin pump; however, the watchdog anomaly alarm recurred. The customer's blood glucose was 10.3 mmol/l at the time of incident. The customer stated that changing the battery did not resolve the issue. The insulin pump began unresponsive; the screen was frozen. Time would not advance. The customer was unable to perform a self test. The insulin pump will not be returned for analysis.